Manufacturer narrative:
The reported issue has been confirmed through testing and through data analysis. The data file analysis confirmed non sustained inflations. The suspected defective console part, low pressure regulator (lpr) (B)(4), was returned and visually inspected and functionally tested along with the disposals used during cryoablation procedure. The disposals: catheters (B)(4), achieve (B)(4), and cables (coaxial (B)(4) and electrical 2035u umbilical) passed the inspection as per specification. The visual inspection of low pressure regulator (lpr) showed the knob was not setscrew locked, the functionally testing revealed leakage, and optical investigation confirmed the presence of debris on the seat and the bottom of regulator body. The console n-8023 was inspected and tested on site by field service representative, and the lpr was replaced. After console part replacement, the unit passed all of the required safety and performance tests and is ready for clinical use.

Event description:
It was reported that the user received a system notice that balloon was not sufficiently inflated during a cryoablation procedure. The catheter and coaxial umbilical were changed without resolve. Technical support line was called and console service was recommended for pegged low pressure gauge. Case was completed with rf(radiofrequency) technology. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.